Event description:
Pt develops sudden onset vomiting followed by waxing and waning throbbing headache "worst of my life" requiring ed evaluation. CT not contrast negative, CT angiogram of head reveals multifocal cerebral vasospasm: from the chart; exam is somewhat degraded due to significant venous contamination. There are multifocal caliber changes involving the bilateral middle cerebral arteries, left greater than right, including the a1 segment of the right anterior cerebral artery, with imaging findings that could be compatible with vasculitis or vasospasm. Clinical correlation is recommended. No aneurysm is identified. Pt with sudden onset ha after 3 minute whole body cryotherapy. Vascular ha requiring ed evaluation 3 days subsequent (after contacting me, pmd). FDA safety report ID# (B)(4).